Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to the verify screen with a dim pink contrast. Unrelated to the dim display screen, investigation revealed that the black box indicated a time and date reset event which occurred within 5 minutes of a power off event on (B)(6) 2014. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hour and reinserted and the pump time and date were observed to have reset to the default settings. The pump was opened to investigate; the internal clock battery on the pcb board had failed which means that the pump would not retain the user programmed date and time settings upon removal of the battery. When a new battery was inserted the pump displayed the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim pink display and an internal clock battery malfunction. This report is made based on results of investigation completed on (B)(4) 2014.